Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing due to noise that resulted in inappropriate mode switch. Insulation breach was suspected but not confirmed. The lead will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
Https://emdr.FDA.gov/emdr/formredaction/b5.jsf#.